Manufacturer narrative:
(B)(4) (B)(6)

Event description:
On (B)(6) 2016 an e-mail was received by our affiliate in italy reporting that a patient (pt) was diagnosed with keratoconjunctivitis while wearing the 1-day acuvue brand contact lens. On (B)(6) 2016 our affiliate placed a call to the pt¿s family member and additional information was provided as follows: the pt¿s family member reported that the pt was diagnosed with infectious keratoconjunctivitis in the od. The family member reported that the eye care provider (ecp) prescribed the pt ¿a suspension for 8 days.¿ the pt¿s family member reported that the ¿keratoconjunctivitis was caused of mechanic matter due to the fact that the pt had 2 lenses in the same eye and reason for foggy vision that was reported to the doctor.¿ it is unknown how the pt came to have 2 lenses in the eye at the ecp visit. The pt¿s family member reported that the event resolved and the pt returned to cl wear. No additional medical information is expected. The date of the event was reported as (B)(6) 2016. Twenty-one sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The visual inspection revealed 1 lens with a surface mark, 2 lenses with edge chips, and 7 lenses with no abnormalities. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # 1087230101 was produced under normal conditions.